Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company with a product complaint and an adverse event, concerned a (B)(6) male patient of an unknown age. Medical history was not provided. Concomitant medication included repaglinide. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (humalog 25;cartridge) via a humapen luxura (unknown pen body) 22 (unit not provided) each morning and 20 each evening, subcutaneously, for the treatment of diabetes mellitus started in 2012. On an unknown date (reported as around 2014), time to onset not provided, the patient experienced the blood glucose was a little high (fasting and postprandial blood glucose were not provided). From 2012 to 2013 (detail information not remembered), the patient used an unspecified lilly injection pen (lot#: 1009b03) which was broken in 2013. On an unspecified date in 2013, the patient began to use a new humapen luxura (unknown pen body). From 2013 until the time of report of (B)(6) 2015, the patient used humapen luxura. On (B)(6) 2014 (conflicting date year), the humapen luxura (unknown pen body) was broken. When the patient pushed the injection button it could be pushed down, but the insulin would not eject. On (B)(6) 2015, time to onset not provided, the patient was hospitalized due to high blood glucose caused by the breakdown of injection pen on (B)(6) 2015. Blood glucose values and corrective treatment were not provided. On (B)(6) 2015, the patient was discharged. After discharge, fasting blood glucose was 8 and postprandial blood glucose (two hours after meal) was about 11. The patient expressed that the postprandial blood glucose was still unstable. Corrective treatment was not provided. The outcome of blood glucose abnormal was not recovered and the remaining outcomes were unknown. Insulin lispro protamine suspension 75%/ insulin lispro 25% was continued. The patient was the operator of the device. Training status was unknown. General and suspect device duration of use was unclear (from 2013, detail time was not remembered). It was unknown if device use was continued or if the device would be returned. The reporting consumer did not provide an opinion of relatedness. Update 02-feb-2015: additional information was received 23-jan-2015 from a consumer reporter. Case priority upgraded. Added lab data and lot numbers. Updated the year with reported problems with hp luxura from 2014 to 2013. Added additional serious event of blood glucose increased. Added hospitalization and discharge dates. Updated causality and listedness. Narrative updated with new information. Due to information received on follow up on (B)(6) 2015, this case meets serious criteria due to hospitalization. (B)(4) edit 03-feb-2015: upon internal review, it was determined that the unspecified lilly injection pen was no longer suspect as it was reported it was broken prior to the reported events. Removed the suspect humapen unknown body type and lot number that was incorrectly added to humapen luxura. Contradictory information of humapen luxura device use dates added. Update clarifications were made to the narrative. Update 05-feb-2015: upon review of this case on 05-feb-2015, the case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting a patient reported that insulin was not being delivered from his humapen luxura device. He experienced high blood glucose. The device was not returned to the manufacturer for investigation (batch 1009b03, manufactured september 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring dose accuracy. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. There is no evidence of improper use or storage.

Event description:
(B)(4).this spontaneous case, reported by a consumer who contacted the company with a product complaint and an adverse event, concerned a (B)(6) male patient of an unknown age. Medical history was not provided. Concomitant medication included repaglinide. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (humalog 25;cartridge) via a humapen (unknown pen body) 22 (unit not provided) each morning and 20 each evening, subcutaneously, for the treatment of diabetes mellitus started in 2012. From 2012 to 2013 (detail information not remembered), the patient used an unspecified lilly injection pen (lot not provided) which was broken in 2013. On an unspecified date in 2013, the patient began to use a new humapen luxura burgundy pen body ((B)(4)/ lot 1009b03). From 2013 until the time of report of (B)(6)-2015, the patient used humapen luxura. On an unknown date (reported as around 2014), time to onset not provided, the patient experienced the blood glucose was a little high (fasting and postprandial blood glucose were not provided). On (B)(6) 2014 (conflicting date year or 2015 provided), the humapen luxura burgundy was broken. When the patient pushed the injection button it could be pushed down, but the insulin would not eject. On (B)(6)-2015, time to onset not provided, the patient was hospitalized due to high blood glucose caused by the breakdown of injection pen on (B)(6)-2015. Blood glucose values and corrective treatment were not provided. On (B)(6)-2015 the patient was discharged. After discharge, fasting blood glucose was 8 and postprandial blood glucose (two hours after meal) was about 11. The patient expressed that the postprandial blood glucose was still unstable. Corrective treatment was not provided. The outcome of blood glucose abnormal was not recovered and the remaining outcomes were unknown. Insulin lispro protamine suspension 75%/ insulin lispro 25% was continued. The patient was the operator of the device. Training status was unknown. General and suspect device duration of use was unclear (from 2013, detail time was not remembered). It was unknown if device use was continued. The device was not returned. The reporting consumer did not provide an opinion of relatedness.update 02-feb-2015: additional information was received 23-jan-2015 from a consumer reporter. Case priority upgraded. Added lab data and lot numbers. Updated the year with reported problems with hp luxura from 2014 to 2013. Added additional serious event of blood glucose increased. Added hospitalization and discharge dates. Updated causality and listedness. Narrative updated with new information. Due to information received on follow up on 23jan2015, this case meets serious criteria due to hospitalization.med-sig edit 03-feb-2015: upon internal review, it was determined that the unspecified lilly injection pen was no longer suspect as it was reported it was broken prior to the reported events. Removed the suspect humapen unknown body type and lot number that was incorrectly added to humapen luxura. Contradictory information of humapen luxura device use dates added. Update clarifications were made to the narrative.update 05-feb-2015: upon review of this case on 05-feb-2015, the case was opened to update the medwatch fields for regulatory reporting.update 10-mar-2015: follow up received 04-mar-2015 from affiliate noting previously added (B)(4). No changes were made to case.update 11-mar-2015: upon review of this case on 11-mar-2015, the lot number 1009b03 was correctly associated with the humapen luxura and not the unknown humapen.update 11-mar-2015: additional information was received on 10-mar2015 and 11-mar-2015 (processed together) from the product complaint safety database. Lot number unknown was corrected to 1009b03 for (B)(4) which updated the device to a humapen luxura burgundy pen body. The medwatch fields were updated. Updated the product tab for humapen luxura and updated the narrative with the change.update 13-mar-2015: additional information was received on 13-mar-2015 from the product complaint safety database. On the device tab the manufacture date was added, the device specific safety summary (dsss), EU/ca fields, medwatch fields, and narrative were updated accordingly.